Manufacturer narrative:
One (1) expedium quick-connect single inner polyaxial screwdriver (product code: 2797-12-400, lot number: mi35478),was returned to the complaints handling unit (chu) for evaluation. The expedium quick-connect was driver found to have the distal tip broken off. The driver was subsequently submitted for fracture analysis. Optical imaging of the driver tip showed the driver featured plastic deformation at the hexlobe and torsional shear markings at the fracture surface following a circular pattern. The plastic deformation at the hexlobe of the driver indicates a torsional overload. This suggests the driver underwent a quasi-static torsional shear failure starting at the hex lobe and is extended to the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the expedium quick-connect driver breaking intra-operatively cannot be determined from the samples and the information provided. The results from fracture analysis have determined that a probable root cause is a torsional overload resulting in the driver undergoing a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Both drivers tips broke off in screw head while placing iliac screws. The cortifix screw disassembled when removing the 6x45 from the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.